Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. According to the patient, on (B)(6) 2026, sometime in the afternoon, the patient got busy and did not think much of his cgm value after checking it and saw it read 150 mg/dl. It was then reported the patient then passed out. The patient¿s coworker assisted the patient. His bg meter reading was tested and was 65 mg/dl while the cgm value was over 100 mg/dl. The patient was also wearing a tandem insulin pump. The patient does not recall how long he was unconscious. Once able, he self-treated with orange juice and glucose tablets. There was no documentation of the patient seeking any assistance from a higher level of care. The patient could not recall any further event details. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.